Manufacturer narrative:
(B)(4) - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced three infusion sets fell off during use first two events on 20-june-2024 and 3 event on 21-june-2024 and infusion set was in use for 1st set: 12-18 hours, 2nd set: 3-4 hours, 3rd set: 4-6 hours. No further information available.